Event description:
The customer reported elevated patient test results while using the leadcare ii (lcii) system. Customer contacted technical support (ts) in response to in response to the magellan field action 1218996-01/28/2026-0001c (leadcare labeling changes), associated crn-(B)(4). The customer reported that elevated patient blood lead level results were observed using the lcii system, but the elevated levels were not confirmed with subsequent confirmation testing. Ts requested additional information including the kit lot number(s) used, a list of elevated lcii results, and a list of the confirmation test results. The customer declined to provide this information. Ts advised the customer to follow center for disease control (cdc) guidelines as well as the instructions included in the lcii package insert. The customer reported familiarity with cdc guidelines, and declined to receive additional resources to be sent via e-mail. The customer confirmed that microtainer tubes were not used for capillary collection; only the capillary tubes included in the kit were utilized. Customer reported the controls are in range. The customer declined to provide any additional information regarding the elevated results, stating that such occurrences are infrequent. The customer declined additional follow-up and expressed satisfaction with the assistance provided by ts. Ts documented and escalated the event for possible MDR.